Manufacturer narrative:
One used unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed the presence of a puncture in the extension tubing near the winged inserter. The appropriate personnel have been notified. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Additionally, a manufacturing review revealed that no equipment, instrument, process and/or surfaces could cause the kind of damage detected. The reported defect was confirmed in sample received; however, the cut found in the pvc extension tubing is not related with our process. Clamp slide was reviewed, we found no burr or edge inside of the component. We evaluated 5 retained units of our process and with the same clamp slide (cavity 4) received, we clamped pvc tubing in 10 times without producing a cut in the tubing, only marks. The only way to reproduce this defect is performing an incorrect activation; however, according to provided information per customer, this leakage was in the first day. After evaluating and the sample, we cannot associate the defect to manufacturing process since, reported defect is not inherent to our process. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after administering the bd saf-t-intima¿ closed IV catheter system a leak was found in the tubing at the slide clamp and the infusion system needed to be removed. Found during use. No reports of serious injury or medical intervention noted.